Manufacturer narrative:
The issue was discovered during a preventative maintenance audit of the 250-bed facility. The bed and rails continue to function as intended the only deficiency noted is the end caps would not remain in place exposing the edges of the tubing. The device remains in use by the facility and will not be returned to invacare. Replacement end caps were shipped to the dealer on (B)(6) 2017.

Event description:
It was reported that the end plugs are not staying attached to the assist bar that is utilized on an ihcs7acp-c cs7 bed. The plugs would fall off after being re-attached.